Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported by the parent that the patient experienced a seizure. The cgm was reading 4.1 mmol/l and the blood glucose reading was 2.1 mmol/l. An ambulance was called and the patient was treated with glucagon injection and glucagel oral and recovered after treatment. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.